Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: class I exempt. Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of foreign matter for lot #6339850 item #305211. Related complaints: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter inside. This was discovered during use. The following information was provided by the initial reporter: it was reported that after drawing the solution via filter needle into the syringe, white fine fibers were floating in the solution.